Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysteroscopy, endometrial ablation, dilation and curettage, laparoscopy and cauterization of endometriotic implants.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported that patient underwent mesh revision/removal. It was reported that the patient had a hysterectomy performed on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary frequency, (B)(4) - blood loss, (B)(4) - itching, (B)(4) - urgency additional narrative: it was reported that following insertion the patient experienced urinary frequency, vaginal bleeding, vaginal itching, and urgency.